Manufacturer narrative:
Product event summary: analysis found the analyzer had intermittent loss of communication when used with known good programmer.

Event description:
The analyzer was returned to the company service department after pullback for restock and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.